Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around the objective lens and light guide had wear, and adhesive around the server plug in (z block) had a chip is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that adhesive around the objective lens and light guide had wear, and adhesive around the server plug in (z block) had a chip. There was no patient involvement.